Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300s (mg/dl) after changing their infusion site. Customer administered a bolus to treat their bg levels; however, their bg levels remained elevated. Reportedly, customer witnessed insulin exit the tubing. Customer temporarily reverted to insulin injections for diabetes management, and stated that after delivering a 30 unit injection, the customer's bg level decreased to 180 (mg/dl). Customer reinstated the use of the pump on (B)(6) 2016 and reported that their bg levels increased to the 300s (mg/dl). Customer again witnessed insulin exit the infusion set tubing. Recommendation was made to consult with their health care provider to discuss diabetes management.